Event description:
It was reported that the bd solomed¿ syringe stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: "reported that he has experienced difficulties in the injection process (mainly, but not exclusively, with more oily medications, such as vitamin b12) when using the 3ml and 5ml solomed syringes. The problem is due to the greater force that needs to be applied to the syringe piston for it to work. The piston often seizes, requiring much greater force than normal for the injection process to take place. There is no particular batch reported, but it indicates that this has been happening for the last 4 to 6 months. The technical staff at drogaria has chosen to exchange the bd syringes for one from the needs brand." 25.nov.23: additional information received. Could you provide the catalog and batch of the product in which the deviations occur? Catalog: 53089 - solomed 5ml 30x7 - lot: 3208482 - pr# 9308961. 11720 - solomed 3ml 30x7 - lot: 3171848 - (B)(4). Do you notice any plunger deviation such as cracks, out of place, etc...? No, apparently all components are intact. During the movement of the plunger, you can visually notice that the black silicone stopper is a little crooked. I don't know if this is due to excessive friction with the inner wall of the cylinder or if it is the quality of the silicone stopper. On average, in how many units of the product does this deviation occur? All units used were 3 and 5 ml, both 30x7 and 25x7. Is the incident-related sample available for analysis? If so, how many units? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.